Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). A carefusion field service representative explained to the carefusion technical support representative that he has already calibrated the device¿s pressure transducers, changed the exhalation flow sensor and the issue was not corrected. The technical support representative advised the field service representative to perform a flow control valve and exhalation valve characterization and see if this corrects the issue. The carefusion field service representative has not completed the evaluation and repair of the device as of august 27, 2015. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed.

Event description:
A carefusion field service representative reported that the device is auto-cycling. There was no report of patient involvement.